Event description:
It was reported that during a hysterectomy procedure, air leaked a lot. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.